Event description:
This lead was implanted on (B)(6) 1998. And will be explanted on (B)(6) 2011. Starting in (B)(6) 2010, the impedances have been on the lower side. Today, when called in, they can not sense anything. And has been around 0.2mv or 0.3mv. They are working with dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).